Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, extension; model: 3383, UDI: (B)(4), serial: (B)(6), lot: a000143903. It was reported to abbott a patient underwent a revision due to high impedances. The paddle lead and extensions were explanted and replaced with two percutaneous leads. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the lead and the extension were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the extension that was associated with the issue.